Event description:
Ous MDR - it was reported that approximately 51 months after the implant, on (B)(6) 2017, the patient presented to the hospital due to inappropriate shocks. At interrogation, the electrical parameters of all the leads were normal but, analyzing the iegms, inappropriate vf detection was observed due to oversensing on the pacing sensing channel. On (B)(6), this lead was proximally cut and capped and a new lead and ICD were implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing threshold around 1.2 v between (B)(6) 2015 and (B)(6) 2017 with a subsequent increase to 2.7 v in (B)(6) 2017. Furthermore the provided iegms demonstrated noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.